Event description:
Customer reported suspected check valve failure, stating secondary med was yellow colored. After secondary was set up to infuse, nurse later noted primary fluid was yellow. Set was saved and was returned for investigation. Follow-up report will be filed when investigation is complete.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.